Event description:
Device issue: none. Adverse event: restenosis requiring intervention. Time of adverse event: approximately 22 months after the procedure. It was reported via trial that on (B)(6) 2008, the patient underwent stenting in the predilated mid right coronary artery with one xience v stent. On (B)(6) 2010, the patient experienced unstable angina that was treated with intravenous nitroglycerin. The patient underwent a diagnostic coronary angiogram that found a new lesion proximal to the index stent that extended into the proximal tip of the stent with an approximate 75% stenosis. This lesion was revascularized with percutaneous coronary intervention. The patient's condition resolved on (B)(6) 2010. There was no adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
(B)(4). Angina and restenosis are known adverse events as listed in the xience v instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design. All stent delivery systems are subjected to a 100% visual inspection. In addition, a quality control audit inspection is used to verify the product quality.